Manufacturer narrative:
Four fy (a+b+) and four fy (b-) reagent red cells from retention panocell-16 and retention panocell-10 were tested with returned, and retention anti-fyb, lot fyb66h-1. The expected reactivity was observed in all testing. The returned and retention products performed as expected.

Event description:
Customer reported unexpected negative reactions with anti-fyb, lot fyb66h-1 when tested with cell #1 of panocell 16 and cell #1 of panocell 10. Both cells were heterozygous fyb positive cells used for a positive control during testing of donor units. The customer used a different lot of anti-fyb, lot fyb65h-1, to test both cells; testing results were positive.